Manufacturer narrative:
Product complaint #: (B)(4). Additional information requested and received: if device used was pve35a, yes can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Yes, staple line was in fact noted to be intact and complete on the renal artery in the kidney which was removed. Please provide details of event that led to the conversion. Following removal of the kidney, the staples lines were inspected. The arterial staple line appeared disrupted and momentarily after we experienced significant bleeding from it. The patient became hemodynamically unstable and we had to convert to an open case. How was the procedure completed after conversion? We repaired the arterial staple line on the aorta with prolene. Did the patient required a blood transfusion? Yes, 8 units. Were any staple formation issues noted? Yes, the staple line looked disrupted. What is the current patient status? Has a wound infection from the open incision that needed to be managed. Now is healed and doing well.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the rep during a kidney donor procedure, the case had to be converted to open. But a discussion point came up where the staple was not to blame. There was a delayed break in the staple line.